Event description:
Boston scientific received information that this right ventricular lead displayed noise. A lead revision procedure was performed. It was assumed that the lead experienced subclavian crush. The lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.